Event description:
The following event was reported to implantcast gmbh: "the uksh lübeck has lent the genux set to the uksh kiel. Theatre in kiel extracted a genux. In this case, the instrument was broken." Note: it is known that the issue occurred intraoperatively during the explanation. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. It is not known how exactly the issue was solved (e.g., if another product was used instead or if the surgery was finished with the product in question).

Manufacturer narrative:
According to the description of the event, an adapter for slap hammer broke during the explantation. The product in question was not provided for an optical examination. Since no picture was provided neither, no optical examination can be performed. It is known that the issue with the adapter for slap hammer occurred during the explantation process/ intraoperatively. However, there was no health impact on the patient. It is not known how exactly the issue was solved (e.g., if another product was used instead or if the surgery was finished with the product in question). The manufacturing documents and the material certificates of the adapter for slap hammer were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the adapter for slap hammer. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The adapter for slap hammer was manufactured in march 2014 and is therefore in use for over 11 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Manufacturer narrative:
According to the description of the event, an adapter for slap hammer broke during the explantation. The product in question was provided for an optical examination. The adapter surface showed multiple scratches and scuff marks along its body and flat end of the adapter exhibited a fracture along the rim. It is known that the issue with the adapter for slap hammer occurred during the explantation process/ intraoperatively. However, there was no health impact on the patient. It is not known how exactly the issue was solved (e.g., if another product was used instead or if the surgery was finished with the product in question). The manufacturing documents and the material certificates of the adapter for slap hammer were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the adapter for slap hammer. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The adapter for slap hammer was manufactured in march 2014 and is therefore in use for over 11 years. This event was assigned to the error pattern "break of the instrument" and "change of surface" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "the uksh lübeck has lent the genux set to the uksh kiel. Theatre in kiel extracted a genux. In this case, the instrument was broken." Note: it is known that the issue occurred intraoperatively during the explanation. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. It is not known how exactly the issue was solved (e.g., if another product was used instead or if the surgery was finished with the product in question). Follow-up: implant cast gmbh was provided with the affected product on 05/15/2025.